Manufacturer narrative:
This event has also reported in the importer mw 2951238 - 2022 ¿ 00426 the device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer called olympus technical support to report, during a bile duct stone removal procedure using a single use mechanical lithotriptor v, while trying to remove a stone from the bile duct, an attempt was made to crush the stone and the device broke. The customer did not have an emergency handle. The physician was able to remove the scope from the patient, but the endotherapy device (lithotriptor) remained inside the patient. The customer did have the instruction manual readily available and olympus technical support referred the customer to the pages for emergency treatment. During further discussion, the customer indicated the device could not be safely removed from the patient and the patient possible had to be taken for an open surgical procedure to remove the trapped device. The phone call abruptly ended after this information was provided. Three attempts were made at that time to call the customer back with no answer. Additional information has been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d4 (lot number). "19v" is not the correct lot number. An attempt was made to obtain the correct information of the lot number. However, the information was not provided. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, due to various factors such as the size, hardness or shape of the calculus, a load beyond the resistance strength might have applied to the product during the lithotripsy. As a result, the operating pipe was possibly broken. The event can be prevented by following the instructions for use which state: "do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body." "Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1." "A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place." Olympus will continue to monitor field performance for this device.